Event description:
It was reported that during a totally laparoscopic distal gastrectomy procedure, a gas leak occurred just after inserting (laparoscopic, storz) dissector once. No patient consequences reported. Procedure was completed with same like device and was prolonged by five minutes.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: does this trocar have the optiview technology? No, hasson's technique (open skin to end with electric cautery). Were any noises heard such as whistling or hissing? Hissing. If so, did the noise prevent insufflation? Please describe the noise. It didn¿t prevent insufflation. Because the surgeon pulled it out just right after when hissing was happened. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Visibility was not affected. What was the gas consumption rate or volume (liter/minute)? Don¿t know. Were you able to identify where the leak was coming from? No. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak with the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.